Manufacturer narrative:
No further information was provided for investigation. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys cea (cea) on a cobas e 801 analytical unit. The initial result was 168 ug/l. This result was reported outside of the laboratory. On (B)(6) 2022 a new sample was obtained and the result was 0.864 ug/l. On (B)(6) 2022 the customer repeated both samples. The repeat result from the original sample was 0.847 ug/l. The repeat result from the 2nd sample was consistent with the initial result. The actual result was not provided. The cea reagent lot number was 568101 with an expiration date of dec-2022.